Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tap not sticking event on 26-may-2024. Infusion set came off before 7 days of use. No further information available.